Manufacturer narrative:
Evaluation summary: the device was in vivo for approximately 8 months. The device was not returned for evaluation and no x-rays were returned for review. It is unknown if the components were implanted in the correct orientation as per the surgical technique. The extent of the acetabular fixation and surrounding bone stock quality is unknown. Patient age, sex, height, weight, and activity level are unknown. Based on the above information and observations, poly liner wear may be due to one or a combination of the following mechanisms: micro-motion between the poly liner and bone cement mantle may have led to or expedited poly wear, the orientation of the mating components such as the acetabular shell and femoral head may have led to poly wear, patient height, activity level, and activity type (i.e. High impact vs. Low impact) are also factors which may lead to poly wear. Poly wear debris and/or bone cement debris may contribute to bone lysis. However, the exact cause of the current situation can not be conclusively determined. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reported. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 2008 and revised in early 2009, due to osteolysis.